Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced brown and blood tinged discharge and exposed mesh. Excisions and removals of foul smelling infected exposed mesh and infected tissue and necrotic interstitial tissue were performed. Wound debridement and colporrhaphy with partial resection of anterior vaginal epithelium surrounding the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.